Manufacturer narrative:
The pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current due to moisture damage on the electronic assembly. The pump was monitored and no unexpected hot to the touch or heating up noted. The electronic assembly was inspected and no obvious burned components or heat related damage noted.

Event description:
The customer reported via phone call that the insulin pump received low battery alarm prior to replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the battery was not previously used. Customer states the new battery did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.